Event description:
Pt was revised to address a broken, loose stem due to a fall. Osteolysis was also reported, although the liner was not changed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.